Manufacturer narrative:
The sample was collected from the patient's arm and was centrifuged at 3500 rpm for 3 minutes. The customer noted that the sample was normal in appearance. System check, calibration and qc data was not supplied by customer. Service was not dispatched as customer suspected heterophile interference. Cpls confirmed heterophile antibodies presence in patient sample. Therefore, heterophile interference has been determined to be the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a false positive troponin (accutni) result for one (1) patient that did not agree with the clinical picture, generated by the access 2 immunoassay system. The erroneous result was reported out of the laboratory. The customer sent the patient sample into customer product line support (cpls) for further investigational testing and interference testing. There were no instances of death, injury, serious medical deterioration, or inappropriate medical treatment due to event.